Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead had high threshold. It was noted there was only one available branch due to the patient's anatomy, so the lead was not used and an epicardial lead was implanted. No patient complications have been reported as a result of this event.